Event description:
The customer reported via phone call that they were unable to access their user settings. Customer also reported they were having difficulty saving their user settings. It was also found the customer received a check setting alarm on the insulin pump. Customer's blood glucose was over 600 mg/dl at the time of incident. Customer treated their blood glucose with 18 units of insulin from the insulin pump. The customer was able to successfully save their user settings at the end of the phone call. Customer declined to return the insulin pump for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.